Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the proximal resection was insufficient creating tightness and had to recut twice for +4mm.